Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the pin driver broke off when inserting a screw. The broken piece was located and another was available. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g1, g2, g3, g6, h1, h2, h3, h6, h10 *check UDI, & d10*   visual examination of the returned product identified signs of use and the tip was fractured. The zrm suggested that the device might experience a bending overload fracture. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.